Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? =>female. No further information is available. 2. What was the date of index surgical procedure? =>no further information is available. 3. What were the diagnosis and indication for the index surgical procedure? =>open radical hysterectomy for cervical cancer. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. =>no further information is available. 5. Was there any intraoperative concurrent use of other products? =>no further information is available. 6. What is the lot number? =>no further information is available. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? =>no further information is available. 8. Where was the surgicel used (on what tissue)? =>no further information is available. 9. How much surgicel was used during the procedure? =>no further information is available. 10. Please elaborate on what is meant ¿unclean areas¿ and ¿unclean operation¿ =>unclean areas means unclean region like a colon in the patient. 11. What were current symptoms following the index surgical procedure? Onset date? =>no further information is available. 12. Has any surgical or medical intervention been performed? Did the patient undergo the re-operation? =>no further information is available. 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>no further information is available. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess and fever? =>no further information is available. 15. What is the patient¿s current condition? =>no further information is available. 16. Were cultures performed? Results? =>no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open radical hysterectomy procedure on an unknown date and absorbable hemostat was used. During the procedure for cervical cancer, the absorbable hemostat was used during surgery and at the end. It was irrigated with 5000ml. A stump abscess developed, the patient had a severe fever, and her crp rose considerably. A ureteral stent reoperation is planned on (B)(6) 2021. The surgeon judged there was causal relationship between the product and event. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Please elaborate on what is meant ¿unclean areas¿ and ¿unclean operation¿ what were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? Did the patient undergo the re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess and fever? What is the patient¿s current condition? Were cultures performed? Results?